Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy surgery, an ophthalmic operating console exhibited poor pressure in fluid/air exchange mode. The procedure was completed successfully. There was no patient harm.

Manufacturer narrative:
The company representative, helped the customer resolve the issue reported, remotely. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed, by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).